Event description:
There was no pt involved in this event. This device malfunctioned because it was emitting a "memory full" warning message. A device emitting this warning message has identified a fault with the device and if left undetected, could result in the failure of the device to delivery therapy if required.

Manufacturer narrative:
The returned pad device powered on as normal, but emitted a memory full message and powered down confirming the reported fault. The device was revealed to be in test mode and had not fully completed the pad 300 final system test as there was no unit test file found on record. The pad pak, which contains the electrodes and batteries, is labeled for single use, but the samaritan pad 300 and 300p devices are for multi-use.